Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, high capture threshold was noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to microdislodgement; however, no diagnostic imaging was conducted to confirm the supposition. Moreover, the rv lead was also in place during the lead revision procedure. The rv lead was repositioned to resolve the event. The patient was stable with no consequences.